Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: the injuries were located in t11 in 5 patients, t12 in 13 patients, l1 in 11 patients and l2 in 3 patients procedure: bilateral balloon kyphoplasty and segmental percutaneous pedicle screw instrumentation it was reported in the literature titled ¿percutaneous fixation and balloon kyphoplasty for the treatment of a3 thoracolumbar fractures¿ that 32 patients (18 men and 14 women) underwent bilateral balloon kyphoplasty and segmental percutaneous pedicle screw instrumentation. It was observed that there was cement leakage in 7 patients (an intradiscal leak in 3 cases and a paravertebral leak in 4 cases). No serious complications were observed.